Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9805, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) pound female whose age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The caregiver was transferring the consumer from the bed when the base allegedly bent near the left front caster. The left front caster is allegedly 2 - 3 inches off the floor. The owner's manual states a warning on page 10, "invacare recommends that two assistants be used for all lifting preparation, transferring from and transferring to procedures". It is unknown if the legs on the base were opened to the maximum position and locked. On page 11 of the owner's manual it states a warning, "when using an adjustable base lift, the legs must be in the maximum opened/locked position before lifting the patient". It is also unknown if the casters were locked or unlocked during the attempted transfer. The owner's manual states a warning on page 7 and on the lift itself, "do not lock the casters of the patient lift when lifting an individual. Casters must be left unlocked to allow patient lift to stabilize during lifting procedures". A replacement base has been sent. The damaged base is to be returned to invacare for an evaluation.

Event description:
Customer alleges the base bent during a transfer from the bed. No injury alleged.